Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a cyst removal procedure, on two occasions, the needle fell off the suture material. Another device was used to complete the case. There was no patient injury.